Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that his cycler alarmed for air detected in the cassette during dwell 1. He was unable to clear the message and discontinued treatment. When he opened the cassette door moisture was found on the back of the cassette. During follow up the patient reported that he had not had any adverse event and no medical intervention. The cassette was discarded.

Manufacturer narrative:
Device evaluation: four companion samples of the same lot were received for evaluation. A visual inspection was performed and no issues were found. During functional test no leak or issues were detected. The test was completed successfully. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications

Event description:
A peritoneal dialysis patient reported that his cycler alarmed for air detected in the cassette during dwell 1. He was unable to clear the message and discontinued treatment. When he opened the cassette door moisture was found on the back of the cassette. During follow up the patient reported that he had not had any adverse event and no medical intervention. The cassette was discarded.